Event description:
It was reported that the patient wanted her vns removed because she didn't like it. Follow up with the physician's office revealed that the patient was experiencing voice alterations and that this was the reason the patient wanted the device explanted. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
Follow up with the physician revealed that the surgical intervention was for the patient's comfort.